Event description:
The customer obtained a falsely depressed architect stat troponin-I result while using the architect i2000sr analyzer. The customer normal range is 0.0 to 0.290 ng/ml. Sample ID (B)(6) was tested in duplicate on two analyzers generating 0.691 and 0.058 ng/ml. The sample was retested on both architect analyzers generating 0.051 and 0.112 ng/ml. A new sample ((B)(6)) was tested in duplicate on each analyzer and generated 0.672, 0.654, 0.648 and 0.594 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
Patient information: no further patient information was provided. Review of the service history for the analyzer did not identify any contributing factors and there have been no further occurrences of decreased/erratic results. Tracking and trending for the architect i2000sr did not identify any systemic issues or adverse trends associated with the erratic result issue described in the complaint. Manufacturing documentation for the analyzer was reviewed and did not identify any non-conformances or potential non-conformances related to the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency was identified for the architect i2000sr analyzer.